Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that healthcare professional changed the settings and insulin pump was not functioning the same. Customer reported of not being able to enter full max carb amount and also states that insulin pump was no longer automatically on bolus wizard. Customer's blood glucose ranged from 72 mg/dl to 438 mg/dl. It was found that customer accidentally turned off the bolus wizard feature and turned on the dual square wave bolus. Customer would speak with healthcare professional regarding settings.